Manufacturer narrative:
Device returned a pump error 75 during self test due to a small bit of mold and previous moisture presence inside the internal battery connector on electrical board. Device received with a short crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was unknown at the time of incident. Customer reported they received the open book image on the pump screen. The insulin pump will be returned for analysis